Manufacturer narrative:
Attempt to obtain additional information was unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) endocardial lead exhibited loss of capture due to high thresholds. Subsequently, this lv lead was surgically abandoned and replaced with an epicardial lead. No additional adverse patient effects were reported.